Manufacturer narrative:
Product no longer available for return

Event description:
It was reported the patient was brought to the hospital due to hypoglycemia and unconsciousness as a result of too high results received with the guide blood glucose monitor. The patient received the following results within 2 minutes: 297 mg/dl (at 9:28 pm) and 123 mg/dl (at 9:30 pm). Prior to these measurements, the patient had taken his normal dosage of 30 units of lantus insulin at 9:15 pm. At 10:00 pm, the patient tested again receiving a reading of 47 mg/dl. The customer advised he passed out after this third measurement, was unconscious for 10 minutes and was found by his wife. The customer had no symptoms prior to passing out and he was not able to self-treat. His wife called the paramedics and it took 10 minutes for them to arrive. The paramedics took a reading on their meter and the reading was 53 mg/dl. They took another test on their meter 15 minutes later and it was 45 mg/dl. The customer was treated with d3 by paramedics and drank a glass of orange juice and ate a peanut butter sandwich before being transported to hospital, which took about 5 minutes. The customer does not recall the reading at the hospital. He was treated with d3 again and an IV, but he does not know what was in the IV. The customer stayed in the hospital for 3 hours and was released around 1 am with a blood glucose value of around 150 mg/dl.